Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that patients pump was off. The patient presented outside the facility emergency department with pump running symbol off and low flow alarm. The pump off was confirmed by chest auscultation with no ventricular assist device (vad) humming. The communicated risks and benefits of attempting to restart device. The site exchanged system controller and modular cable, and the pump did not restart. The pump would not start from hitting pump start button on system monitor. The modular cable was disconnected from the pump cable. Patient was stable. The ventricular assist device coordinator (vc) stated that the alarms started when the patient switched from 14v batteries to mobile power unit (mpu). The updated patient status was that they were doing okay. The site inserted the swan-ganz in and the numbers were stable; the patient did not require inotropes. Additional information received that the patient had visited hospital with a pump off alarm for the past 256 minutes from the visit. The patient was awake, alert and stable at that time. It was confirmed the pump was off by auscultation. The risks and benefits were discussed of restarting pump after being off for 256 minutes. It was stated since the patient was stable, they will get more imaging and place arterial line to closely monitor patient. There was no evidence of pump thrombus on imaging and patient presented with therapeutic inr. The event log file captured system controller internal faults, left ventricular assist device (lvad) off, and loss of left ventricular assist device (lvad) communication messages. The periodic log file on 08may2026 at at 22:47:17 showed that the patient was on batteries, and then the lvad off message occurred. Additional information reported that the patient was stable and the lvad remained off. The driveline was still in place. The lvad outflow graft was plugged and coiled yesterday and patient tolerated successfully. The plan was that the patient to transition to home IV inotropes.